Event description:
Customer states she had gotten a blood glucose results in the 700#s (mg/dl). This value is outside the measurement range of the device. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.